Event description:
(B)(4). The provider states the unit keeps alarming and shutting down. The provider states 532 hours are on the unit. He states he changed the sieve beds and 4 way valve, still not working properly. The provider states the unit is a rental unit with multiple users. No additional information is available per the provider (B)(4).